Event description:
It was reported that until 6 months ago, the patient was a successful user. Now, he sometimes can't hear well with the ci and sometimes he hears a bad sound and has to remove his processor for a while. He also complains about headache. The external parts were changed without improvement. Testing in situ showed changes to the groundpath impedance over the time. There is no accident known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.